Event description:
It was reported that the asymptomatic patient presented for a routine follow up. It was noted that the right ventricular lead had previously exhibited noise and the device was reprogrammed to unipolar sensing. There were several stored episodes of high ventricular rate and noise reversions showing suspected myopotential on the ventricular channel. During arm movements in unipolar sensing, myopotential oversensing could be reproduced. The device sensitivity was reprogrammed which resolved the issue. The patient was stable and would be monitored.

Manufacturer narrative:
(B)(4).